Manufacturer narrative:
A physical examination of the returned device found residue present on the device indicating use/ handling and the basket was fully retracted/ closed. Further evaluation of the device revealed that the side car-rx presented pushback and its proximal end was torn. The thumb ring had been separated from the proximal end of the handle assembly. During use the thumb ring receives only tensile and/ or compressive force(s) applied parallel to the length of the device. Detachment of the thumb ring from the handle assembly occurs when force is applied perpendicular to the thumb ring/ handle assembly, forcing the thumb ring out of the handle assembly. Per the additional information, the customer was not using an alliance handle during the procedure but physical analysis of the handle assembly found the thumb ring to have been forced out of the handle assembly during use. An examination of the thumb ring and handle assembly energy directors presented evidence of proper ultrasonic welding during assembly process. The basket was easily extended and retracted and found to be without issue. The condition of the returned unit was not consistent with the complaint incident that the handle cannula was broken. Therefore, the most probable root cause for the reported event is "not confirmed". A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2014. According to the complainant, during the procedure, the patient was noted to have a 2-cm stone. While attempting to capture and crush the stone, the handle broke and popped out of its socket. The basket was pulled out from the scope and removed from the patient. No issues were noted with this device prior to the procedure. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2014. According to the complainant, during the procedure, the patient was noted to have a 2-cm stone. While attempting to capture and crush the stone, the handle broke and popped out of its socket. The basket was pulled out from the scope and removed from the patient. No issues were noted with this device prior to the procedure. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) handle cannula break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.